Event description:
A surgeon reported an anterior capsule tear during removal of the capsular button. A sulcus lens was placed and the procedure was completed.

Manufacturer narrative:
Based on available information, there did not appear to be any indication that the laser caused or contributed to the reported issue, but it was not known what caused the tear. Therefore, a root cause could not be determined. (B)(4).